Event description:
Patient reported right side "breasts hardened, it¿s very bothersome, and at time, painful, physician stated she had muscular contracture. Additionally, healthcare professional reported capsular contracture baker grade unknown. Patient took medication to treat the issue for 3 months but after that time period the issue worsened. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, h6, h10. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported capsular contracture baker grade iii and "presence of periprosthetic fluid in the infero-external quadrant bilaterally measuring 29 x 5 mm in the largest diameters and on the right measuring 33 x 5 mm in the largest diameters".

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. Additional, corrected and/or changed data: a.4, b.5, b.6, d.6b, h.6.

Event description:
Patient reported right side "breasts hardened, it¿s very bothersome, and at time, painful, physician stated she had muscular contracture. Additionally, healthcare professional reported capsular contracture baker grade iii and "presence of periprosthetic fluid in the infero-external quadrant bilaterally measuring 29 x 5 mm in the largest diameters and on the right measuring 33 x 5 mm in the largest diameters". Device has been explanted.